Event description:
It was reported by the getinge fse that during pm, the cs300 intra-aortic balloon pump (iabp) failed drive manifold leak test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.